Manufacturer narrative:
Reported failure not able to reproduce. Two sets of logs got evaluated and no hardware failure visible on logs. Further investigation is not possible as the above accessories is no longer available.

Event description:
Additional information received indicates that the units logs were evaluated for further investigation.

Event description:
It was reported to vyaire medical that the bellavista ventilator malfunction resulting in patient resuscitation. It was reported that the unit was alarming for expiratory valve. No patient harm reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. G4: PMA/510(k) # - sku 301.100.000 is marketed outside us. Sku 301.100.030 is a similar device and marketed in us therefore this devices PMA/510(k) # was provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.